Event description:
It was reported that a pump was returned to the manufacturer with no accompanying documentation of a complaint.

Manufacturer narrative:
Evaluation conclusion code no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10811r20, implanted: (B)(6) 2001, product type: catheter. Product ID: 8709, lot# j10811r20, implanted: (B)(6) 2001, product type: catheter. (B)(4).